Event description:
During an in-house evaluation, it was discovered that the motor device "overheated after one minute". The device was not used in surgery as the alleged malfunction was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and evaluated. (B)(4) confirmed the reported condition that the motor device makes a loud, rattling noise the device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Furthermore, during the evaluation it was observed that the motor device overheated after being in use for one minute, was unable to secure the cutter, and that the disconnect sleeve could not stay locked in position. Should additional information become available, a supplemental medwatch report will be submitted accordingly. (B)(4).